Event description:
Boston scientific received information that during a follow-up of this pacemaker, it was noted that elective replacement indicator (eri) has been declared. The physician was concerned that the battery is depleting earlier than expected. This pacemaker is scheduled to be replaced at a later date. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker remains in service at this time and will be replaced at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided, or if this pacemaker is returned to boston scientific and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.